Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead would not stay in the vein, it "kept migrating." The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay.